Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called in to report low blood glucose level of 51 mg/dl. The customer stated that he passed out in the car. The customer treated by eating food. The customer's blood glucose ranged from 51 to 230 mg/dl. The customer stated that he would call back if problems persisted. The product was not returned for analysis.